Event description:
The user facility reported a 74-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that when crossing the aortic value, the impella pump¿s catheter kinked. The catheter was successfully placed but there was low flow. It was suggested that the catheter should be replaced but the doctor declined and was satisfied with the flow. Patient remained stable throughout the procedure.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.